Event description:
The consumer was driving her chair, hit a bump, and allegedly fell out of her chair allegedly breaking her arm.

Manufacturer narrative:
No indication that a seat positioning belt was in use as recommended by MFR. Area transgressed and size of alleged bump is unk. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or user error may have caused or contributed to this alleged incident.